Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly patient revised due to corrosion. Adverse tissue reaction to cocr.